Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high impedance in 2007. The treating physician had already ordered x-rays and he identified no lead discontinuities. No trauma or injury was reported. X-rays were received by the MFR and assessed. A discontinuity was found in the generator's negative filter feed-through. Revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results: review of x-rays by the MFR revealed a gross filter feed-through discontinuity. Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.